Event description:
User experiencing discrepant sodium results since 2007. Only the following examples were provided, initial testing performed the next month, repeat testing performed one day later: initial result 133 mmol/l, repeat 139 mmol/; initial result 134 mmol/l, repeat 140 mmol/l. Initial results were not reported. The field service representative determined there was a problem with the reference electrode. The instrument was repaired.